Manufacturer narrative:
Corrected data - the issue was previously reported against the mx800; however, additional information received indicates the issue was actually related to the mp2 module; therefore product information has been corrected.

Event description:
The customer reported the device displayed a speaker malfunction. The device was not in use monitoring a patient at the time of the event. No adverse event involving a patient or user was reported. A philips field service engineer (fse) went onsite to evaluate the devices in question. The issue was initially reported on an mx800; however, the (fse) confirmed the issue was not the mx800, rather the mp2 module which was connected to the mx800. Results of functional testing confirm the mp2 module was completely out of sound; however, the mx800 monitor was able to produce a warning sound.there was a speaker malfunction inop coming through the mx800 which was connected to the mp2. Based on the information available and the testing conducted, the cause of the reported problem was confirmed. The reported problem was confirmed. After speaker replacement the device was returned to functional use with no further issues identified. The device remains at the customer site. No further investigation or action is warranted at this time.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
The customer reported that there was a speaker malfunction. The device was not in use on a patient at the time of the event a field service engineer went on site and confirmed the reported problem of speaker malfunction. The speaker assembly was replaced to resolve the issue. The device was tested and was returned to full functionality. Follow up is needed to confirm if the malfunction was an error and if there was sound coming from the speaker. A follow-up report will be submitted upon completion of the investigation.